Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ needle was clogged. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the patient had difficulty drawing medication through the injection needle. Event description per email states: I spoke to this patient for a persistency call today. Patient stated it was hard to draw the medication into the injection needle. All needles were used, just had drawing difficulty. Injection re-training had occurred. This is notification to inform you that (B)(6) has received a commercial product complaint, tw# (B)(4) , that occurred in the USA relating to ancillary components for use with gattex.